Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake casters swiveling when in brake. The technician replaced the brake casters to repair the stretcher.